Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging inaccurately high readings on his one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on (B) (6) 2010 and obtained the following information: on (B) (6) 2010, the patient mentioned that he had obtained high results all day. That morning, he thinks his reading was around 300-400mg/dl and he had taken insulin based on a sliding scale. He felt fine and did not exhibit any symptoms due to the elevated reading. At around 1:00 pm, he claims he started to feel incoherent and was weak, shaky and sweaty. His daughter had checked his blood glucose and readings were high and when she contacted the physician, he advised the patient to take a little more insulin. At around 4:00 pm, his symptoms got worse where he was "in and out." The daughter tested his blood glucose again and obtained a 271 mg/dl. She felt that was incorrect and kept retesting him and the readings were all in the 200's. She gave him some juice and sweets and patient was not feeling better. He would pass out, regain consciousness and pass out again. Prior to 6:00 pm, she contacted the paramedics. Paramedics arrived and tested the patient and obtained an 18 mg/dl and treated the patient with IV glucose. The patient was not taken to the hospital. The patient's blood glucose prior to the paramedics leaving was in the mid 100's. While troubleshooting, it was noted that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The technique of applying blood was correct. The product was replaced. The complaint is being reported since the patient alleged that he had taken insulin based on the meter results and developed symptoms suggestive of hypoglycemia and had to receive medical attention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.